Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain \ pain left side'), genital haemorrhage ('abnormal, heavy bleeding') and ectopic pregnancy ('pregnancy (ectopic)') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("debilitating cramping"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff underwent surgery to remove essure on 2011.). Essure was removed in 2011. At the time of the report, the pelvic pain, genital haemorrhage, ectopic pregnancy, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, ectopic pregnancy, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy-date(s) of removal: (B)(6) 2010, 2011 identify any complications during any of your pregnancies: ectopic pregnancy after essure was removed. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs received: new events-vaginal bleeding, menorrhagia, dysmenorrhea, ectopic pregnancy, device ineffective, device monitoring procedure not performed were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)'), pelvic pain ('severe pain \ pain left side') and genital haemorrhage ('abnormal, heavy bleeding') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("debilitating cramping"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (plaintiff underwent surgery to remove essure on 2011.). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the ectopic pregnancy, pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, ectopic pregnancy, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy-date(s) of removal: (B)(6) 2010, 2011 identify any complications during any of your pregnancies: ectopic pregnancy after essure was removed. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: abdominal pain was added as a event. Model no. Was updated from 305 to 205. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)'), embedded device ('on both sides, the portion of the tube with the essure device was identified and its insertion into the myometrium located.'), pelvic pain ('severe pain \ pain left side') and genital haemorrhage ('abnormal, heavy bleeding') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("debilitating cramping"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (plaintiff underwent surgery to remove essure on 2011.). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the ectopic pregnancy, embedded device, pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, ectopic pregnancy, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy-date(s) of removal: (B)(6) 2010, 2011 identify any complications during any of your pregnancies: ectopic pregnancy after essure was removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)'), embedded device ('on both sides, the portion of the tube with the essure device was identified and its insertion into the myometrium located.'), pelvic pain ('severe pain \ pain left side') and genital haemorrhage ('abnormal, heavy bleeding') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("debilitating cramping"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (plaintiff underwent surgery to remove essure on 2011.). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the ectopic pregnancy, embedded device, pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, ectopic pregnancy, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy-date(s) of removal: (B)(6) 2010, 2011 identify any complications during any of your pregnancies: ectopic pregnancy after essure was removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: mr received. Reporter information and event "on both sides, the portion of the tube with the essure device was identified and its insertion into the myometrium located" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("debilitating cramping"), anxiety ("anxious") and depression ("depressed"). The patient underwent surgery to remove essure in 2011. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.